Event description:
A malfunction alarm was reported with a displayed code "malf 9." There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and no recurrence of the malfunction code was observed. The customer was advised to continue using the pump and to call back if the issue recurred.